Manufacturer narrative:
The user experienced hypoglycemia requiring ems involvement and hospitalization while on ilet therapy. Hypoglycemia can result in neurologic symptoms and require emergency medical evaluation, which is consistent with the reported ems involvement and hospital admission. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date, and the ilet appropriately reduced and suspended insulin delivery in response to falling glucose levels. The user reported not making meal announcements and potential inadequate carbohydrate intake, which may have contributed to the hypoglycemic event. Based on available information, the event was attributed to use-related factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl following missed meal announcement. The user was transported to the hospital by ambulance where the user was treated with oral glucose and discharged on an unknown date. No long-term health effects were reported.